Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 198 mg/dl. Reportedly, customer loaded a new cartridge. During a pump system check, a minimum fill notification was received and a pump air leak was detected. Reportedly, customer had manual injections available as alternate insulin therapy.